Manufacturer narrative:
(B)(4). The insulin pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that there was cracked from the bottom of the insulin pump to the railing of the belt clip. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.